Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump detected an occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received from the reporter stating the device did not properly loaded in occlusion detector (sector 3-4). Did not connected tube. The device was received for evaluation. During functional testing, 'occlusion detected' was not reproduced, the pump was sent for downstream occlusion, the test passed. A review of the event history log (ehl) verified the reported "occlusion detected" as downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.